Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions). It was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "battery no indicator". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being found that the power cord cable at middle has wire (n) which is under the open issue. Then the fse had replaced the reel, ac power cord, bs1363 "type g", td and tested the working condition which is ok and the esa test had also been passed. There is no involvement of the patient during this incident. The failure analysis and testing dept. Received part number: 0012-00-1688-24 rev. Q, sn 21 07_ametek with a reported unit failure of a faulty power cord. The fat performed a visual inspection and found the part to be in good condition. Tested the cord and found one of the wires to be faulty and open. Confirmed the failure but no root cause identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformance's with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
The following investigation was performed by, technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part ametek with a reported unit failure of a faulty power cord.the fat performed a visual inspection and found the part to be in good condition.tested the cord and found one of the wires to be faulty and open. Confirmed the failure but no root cause identified.retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h11. Corrected fields: d4 (UDI), h6 (type of investigation, investigation conclusion).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had no battery indicator. There was no patient involvement.